Event description:
Philips received a complaint on the efficia dfm100 device indicating that there was an error message: system failure. There was no patient involvement. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The device is evaluated remotely. Based on the results of the analysis, it was determined that customer was able to solve the issue, and no support required from philips. A review of the service history for this device shows the problem has not been reported again for this device.